Event description:
It was reported that on 2011 (B)(6), the lead electrodes got stuck on the needle hub. Two other leads were implanted. There were no signs or symptoms from the patient. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of lead: model 3778-60, lot # v712419035 determined no anomaly was found. A known good green handle green cap and green handle blue cap were able to be fully inserted into the lead. The continuity was acceptable and there were no shorts between circuits. Analysis of stylet accessory model unk lot # unk determined there was a bent wire 38.5 cm from the distal end and 27.8 degree bend 0.4 cm from the distal end. The green handle green cap style was designed to be a straight wire stylet. The position and angle of the 27.8 degree bend at the distal end of the stylet was typical of those that are created by an implanting physician. Stylet: model unk, lot # unk, implanted: unk, explanted unk.